Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked from a pin hole at the top left corner prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4 (additional): the lot was manufactured between october 27, 2023 - october 30, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed and a leak at the bag seam was observed. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.